Manufacturer narrative:
The custom jts extendible prosthesis was implanted three years ago, when the pt was (B)(6) years old. The need to revise the jts extendible prosthesis in a growing child is a well recognized and anticipated failure mode of this device. The device has now reached its maximum growth length, and thus requires replacement to meet the needs of the growing child. The company has designed a custom revision prosthesis which is awaiting the surgeon's approval. The custom implant is similar to mets modular distal femur (k121029).

Event description:
When the pt was (B)(6) years old, she underwent a surgical procedure as part of the treatment for osteosarcoma and received a custom jts distal femur replacement implant in (B)(6) 2011. The pt's custom jts distal femur implant is reported to have reached its maximum extension, and the pt's surgeon has requested design of a new custom jts distal femur replacement implant for this pt. The revision procedure date has been scheduled for mid (B)(6) 2014.